Manufacturer narrative:
Updated catalog numbers and lot codes of devices reported in the initial report. Cat. No.: 186002-48, ace shell-clust hole por-48mm implant, lot code: 031510-01. Cat. No.: 186632-02, fem head-ceramic 32mm lg-restoris, lot code: 004413-01. Cat. No.: 186004-01, fem stem-hi offset nk-size 1 implant, lot code: 100160-01. The following screws were added to the complaint after the initial medwatch was submitted. Cat. No.: 186005-20, ace bone screw-6.5 dia-20mm implant, lot code: 170117-01. Cat. No.: 186005-30, ace bone screw-6.5 dia-30mm implant, lot code: 170099-01. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. An event regarding infection involving a ace linr-e-poly high-32/48 implant was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no medical records were made available. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced and the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
A mako tha that was performed in (B)(6) 2016, was revised on (B)(6) 2016, due to infection.

Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown restoris shell. Cat # unk, lot # unk, description: unknown restoris ceramic head. Cat # unk, lot # unk, description: unknown restoris. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Implants disposed.

Event description:
A mako tha that was performed in (B)(6) 2016, was revised on (B)(6) 2016, due to infection.